Manufacturer narrative:
The reported event of sensing noise, insulation damage and low pacing lead impedance was not confirmed. As received, a partial lead (only the connector) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to the condition of the lead as received for analysis. Visual and x-ray examinations of the lead did not find any anomalies except for damage consistent with procedural damage.

Event description:
It was reported that multiple high ventricular rate episodes due to noise were noted on the right ventricular (rv) lead. No programming changes had been made. Due to lower impedances, it was suspected to be caused by an insulation breach, but no breach was verified visually or through imaging. The noise led to pacing inhibition, resulting in the patient becoming symptomatic. The lead was extracted and replaced. The patient was stable before, during, and after the procedure.